Event description:
The investigation determined higher than expected and non-reproducible ammonia results were obtained on biorad control fluids and vitros lpvi control fluid when using vitros amon slides on a vitros 5,1 fs chemistry system and the magnitude of bias breached amon potential health and safety (phs) criteria.biorad level 1= 111.54, 150.08 vs. Expected 30.0 ¿mol/l.biorad level 3= 329.79, 355.94 vs. Expected 239 ¿mol/l.vitros lpv I g2767 = 99.48, 97.80, 103.93, 96.11, 104.69, 104.76, 105.93, 107.13, 102.2, 90.89, 91.83, 107.52, 110.08, 112.93, 108.17, 109.0 vs. Expected 48.1 ¿mol/l.biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer discontinued routine amon patient sample testing on (B)(6) 2014 and has not resumed testing at this time. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected and non-reproducible amon quality control result was obtained while using the vitros 5,1 fs chemistry system. The most likely assignable cause was determined to be microslide incubator contamination caused. The results of amon within-run precision testing demonstrated that the 5,1 fs chemistry system was not operating as expected. The fe has performed service actions to the vitros system. Following service actions, significantly improved within-run amon precision was obtained; however, the within-run precision results were outside acceptable guidelines indicating additional service actions are needed. The investigation is currently ongoing and the fe is expected to return to the laboratory for continued investigation.